Event description:
Vent 5 malfunctioned while transferring a pt from hospital to hospital transfer. While enroute to the heli-pad the vent stopped working and the system failure light began flashing. The vent was immediately removed from the pt and the pt was ventilated with a bag valve. The pt did not experience any drop in o2 sat as the switch was very quick. The vent was freely charged & checked prior to the transfer.